Event description:
The hemodialysis nurse reported an IV leak during treatment. The leak was identified in two places: the y connector port and the connection between the male part into the female arterial line to the IV set. The patient did not finish treatment. The patient did not experience any adverse effects. No prophylactic antibiotics were used.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation. Related mdrs: 8030665-2014-00012, 00013,00014, 00015, 00016, 00017, 00018, 00019, 00020, 00021, 00022, 00023, 00024, 00025, 00026, 00027, 00028, 00029, 00030, 00031, 00032, 00033, 00034, 00035.